Event description:
It was reported that bd insyte autogaurd needle did not retract. The following information was provided by the initial reporter: I spoke with (B)(6) today and he said he had incident he was made aware where the insyste autoguard did not retract. He was not aware of the lot number or item number unfortunately.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.